Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that the patient was implanted with a total hip prosthesis on (B)(6) 1993. In this surgery me müller cage and cls stem were implanted. Me müller cage was revised on (B)(6) 2000 when an unknown cage and cup were implanted. Breakage of the cage and difficulty in walking observed in (B)(6) 2008. Patient underwent second revision on (B)(6) 2009. Burch-schneider cage and durasul low profile cup were implanted. Breakage of the cage observed in (B)(6) 2010. Patient had third revision surgery on (B)(6) 2012, burch-schneider explanted (see (B)(6). Review of received data: - x-rays: mutliple x-rays documenting the patient's medical history have been received. Undated x-ray after implantation (patient age 40): situation after implantation with me mueller cage (fixed with 5 screws), metasul pairing and cls stem, additional screw was placed laterally (behind the flap) which seems to fix the bone undated x-ray 3 years after implantation (patient age 43): no conspicuousnes to report x-ray dated (B)(6) 1999: when comparing the different x-rays during time in vivo, it seems that there might be a migration of the cup within the cage. However, as neither a pelvic overview nor a second view has been received, this cannot be determined. Further x-rays are not relevant to this case as they show the situation post revision of the me mueller cage - medical documents describing patient¿s medical history: the patient has a massive dysplasia of the acetabulum due to congenital hip luxation, which was diagnosed at the age of 2. (B)(6) 1993: implantation of hip prosthesis. Construction of the acetabular rim with a part of the femoral head. Sl cup 56 me mueller fixated with 5 screws, cls stem, metasul pairing, postoperatively the gait remained poor, worse than preoperatively note: based on this information, ref number could be determined as 97.54.49 (B)(6) 2000: massive limping (duchenne - tendelenburg), leg length discrepancy (right side 1cm shorter), adipose abductors (B)(6) 2000: cup exchange (liestal, ch). Scarred m. Glutaeus med., muscles almost not functioning. Cup removed, however, broken off screw pieces left inside in order to conserve the bone. New cage is implanted. Tip of cage needs to be left lateral to the ischium all further medical data is not relevant to this case as it describes the situation post revision of the me mueller cage. Interpretation of surgeon: the initially implanted sl cup was too large and implanted too laterally. Devices analysis: - no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - all involved devices are intended for treatment. Conclusion summary: it was reported that the patient was implanted with a total hip prosthesis on (B)(6) 1993. In this surgery a me müller cage, metasul pairing and a cls stem were implanted. Me müller cage was revised on (B)(6) 2000 due to massive limping (duchenne - tendelenburg) and leg length discrepancy (right side 1cm shorter). The investigation results did not identify a non-conformance or a complaint out of box (coob). The surgeon describes that the initially implanted sl cup was too large and implanted too laterall. If and to what extend this might have contributed to the implant malfunction resulting in limping and a leg length difference remains unknown. Moreover, in more complex cases with extensive bone defects, the acetabular roof reinforcement ring is not indicated anymore and it is advised to opt for another solution. Based on the available information the bony situation cannot be evaluated. However, based on the available information, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). Note: another incident with same patient has been reported with: (B)(6).

Manufacturer narrative:
The manufacturer received x-rays and other source of documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision due to unknown reasons.